Manufacturer narrative:
Correction to d9, please see d9 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (aspiration and biopsy) channel tested positive with the following: sampling date: (B)(6) 2023; aspiration channel - <1 cfu/ml of pseudomonas aeruginosa- tested negative after 5 days. Biopsy channel - <1 bacillus megaterium and <1 cfu staphylococcus aureus ¿ tested negative after 5 days. Sampling date: (B)(6) 2023; aspiration channel ¿ negative at 48 hours, environmental cultivation test- negative for 4 days. Final report dated (B)(6) 2023; sampling date: (B)(6) 2023; biopsy channel- negative at 48 hours environmental cultivation test- with growth of 1 rhizopus oryzae. The olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of : <1 cfu/ml aerobic microbial count <1 cfu/ml total yeast and mold count <1 cfu/ml anearobic microbial count no growth ¿ tested negative for staphylococcus aureus, pseudomonas aeruginosam e.coli and bile-tolerant gram-negative bacteria . The results obtained comply with the rs23aa1505-1( meets the requirement(s) for all listed test(s) where specifications were applied). Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : notes: no patient(s) infection occurred. Aer/ewd reprocessor: tested model name and disinfectant/detergent used not provided. Precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel. Detergent used: enzimatico manual cleaning: detergent used : not provide brushed points : instrument /suction channel, suction cylinder, instrument channel port. Brush used for manual cleaning : olympus scope manual disinfection not performed. Scope storage: simple cabinet (without any drying function). Scope maintenance: by olympus supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was microbiologically tested and results were tested positive . No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party hygiene microbiological investigation (hmi) results. The olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device (distal end) after the device was reprocessed. The results reported the device distal end conforms. Results with zero, no detection of bacteria/microorganism. Absent/ no growth detetection for gram-negative bacteria, escherichia coli, pseudomonas aeruginosa and staphylococcus aureus. The results obtained comply with the rs23aa1505-3 (meets the requirement(s) for all listed test(s) where specifications were applied). Investigation is ongoing. This report will be supplemented accordingly following investigation.